Manufacturer narrative:
Continuation of d10: product ID 8578 lot# (B)(6) serial# implanted: (B)(6) 2025 explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 18-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine 5mg/ml at 0.6241mg/day via an implantable pump. It was reported that the patient had withdrawal symptoms following (B)(6) 2025 revision (pe #(B)(4)). The provider's office staff stated she was inpatient from (B)(6) 2025-(B)(6) 2025 with subsequent myelogram done (B)(6) 2025 due to continued symptoms. Case coverage on (B)(6) 2025 the company rep confirmed catheter compatibility with technical services (called back to confirm calculations for priming bolus plus therapeutic bolus conc 5mg/ml 0.1mg or 0.02ml). Further reported, that the patient had a new pump put in (B)(6) of this year and started experiencing withdrawal symptoms. The company rep stated that a dye study was done and it showed a leak. Unknown if any environmental/external/patient factors may have led or contributed to the issue. The 8578 catheter was explanted and spliced above the collet. Pump segment from new 8780 was utilized and co nfirmed compatible. (See attached pump report for measurements). New catheter easily aspirated x2 and provider elected to push cerebrospinal fluid (csf) to confirm flow as well. Drug dosage was decreased by 50%. Prime bolus done in advanced mode as physician reque sted an additional .1mg therapeutic dose following prime bolus. Patient kept overnight for observation and provided office with pump report. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), product type: catheter, product ID: 8578, lot#: (B)(6) serial#, implanted: on (B)(6) 2025, explanted: on (B)(6) 2025, product type: catheter. Section b5 corrected h3. The returned 8780 catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a deformation in shape of the catheter body. The returned 8578 catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified damage to the pump connector which is consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine 5mg/ml at 0.6241 mg/day via an implantable pump. It was reported that the patient had withdrawal symptoms following on (B)(6) 2025 revision. The provider's office staff stated she was inpatient from on (B)(6) 2025 with subsequent myelogram done on (B)(6) 2025 due to continued symptoms. Case coverage on (B)(6) 2025 the company rep confirmed catheter compatibility with technical services (called back to confirm calculations for priming bolus plus therapeutic bolus conc 5mg/ml 0.1mg or 0.02ml). Further reported, that the patient had a new pump put in april of this year and started experiencing withdrawal symptoms. The company rep stated that a dye study was done and it showed a leak. Unknown if any environmental/external/patient factors may have led or contributed to the issue. The 8578 catheter was explanted and spliced above the collet. Pump segment from new 8780 was utilized and confirmed compatible new catheter easily aspirated x2 and provider elected to push cerebrospinal fluid (csf) to confirm flow as well. Drug dosage was decreased by 50%. Prime bolus done in advanced mode as physician requested an additional .1mg therapeutic dose following prime bolus. Patient kept overnight for observation and provided office with pump report. The issue resolved at the time of this report.